Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d9; h2; h3; h6. The reported event for instrument is confirmed as the device was returned and was found to be fractured. Visual inspection confirms that the tip of the suture passer needle was fractured. There are scratches on the needle near the fracture site on the tip. The tip is also bent. No other damage was noted on the needle. The returned outer packaging has severe damage to it. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 : foreign : poland customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during the first attempt to sew with the tool, it was noticed that the tip was broken, the broken part of the needle was evacuated. Attempts have been made and additional information on the reported event is unavailable at this time.